Event description:
It was reported that the device did not fire properly. The customer used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Other = batch number. Damaged jaws. The analysis results found that the instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.